Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary main drawer 2.2 opened, but no cubies opened; the system displayed ¿open drawer¿ despite the drawer being open, and it would not stay closed unless held shut to force a failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer opened but did not recognize it was open and the cubies did not release. A field service engineer (fse) identified partial blockage on the sensors, cleaned the sensors, verified proper alignment, verified all bus and cable connections, and confirmed drawer and pocket operation, with successful user verification through inventory counts. The system functioned as intended after the field service engineer repaired the device.